Manufacturer narrative:
(B)(4). Device evaluation: the ec45a device was received for analysis with no apparent damaged and with an ecr45b cartridge reload loaded on the device. The cartridge reload was received partially fired 2/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired reload is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, echelon flex 45 endopath stapler won't open during the procedure, the stapler was in the patient body/ appendix. It is unknown how the case was completed. There were no patient consequences reported.